Event description:
It was reported that insulin gauge on pump displayed insulin amount that differed from caller¿s expected amount, with pump showing 70 units while caller expected 180 units, and issue continued even after delivering additional insulin and reloading cartridge. There was no reported impact to the customer¿s blood glucose level. Caller loaded same cartridge with assistance, and issue was ultimately resolved with no further actions documented.